Event description:
The customer reported to olympus that during a planned ercp (endoscopic retrograde cholangiopancreatography) procedure, (sphincterotomy- brushing and stenting) on a 67-year-old white, male patient, weighing 70 kilograms, the single use distal cover fell off from the non-olympus scope. It was not noted by the physician where the device fell off the scope, but it was either in the stomach or the duodenum and unlikely to be in mouth as it was in use. The cover was seen on the monitor from ercp camera, and the physician successfully removed the cover without harm to the patient. The procedure was completed with the same device. It is unknown how the distal cover was retrieved and if any device was used for the retrieval. There were no adverse events or complications reported. No additional anesthesia was required. No equipment issues were identified. There was no report of delay in completing the procedure. No additional medical/diagnostic interventions were performed and the patient has been discharged. The event occurred in the gastrointestinal room, wherein the registered nurse placed single use distal cover over the tip of the disposable ercp scope (prior to the procedure) and finished setting up the non-olympus scope with the olympus single use distal cover. The olympus representative assisted with the procedure. The device was inspected before use.